Manufacturer narrative:
The returned product was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the patient's hypoglycemia and hospitalization was found.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Checking your blood glucose 7 / page 96. Warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112. Advised: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
It was reported that patient¿s blood glucose was 27.6 mg/dl all day and she vomited many times. She was taken to hospital and admitted. After her hospital stay, instructions were given that patient get three days of rest as she was still weak. There were no other treatments during her visit.